Manufacturer narrative:
The suspect medical device and all concomitant devices were not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation in hinode, japan (omsc) (returned to omsc on 2022/10/04). The investigation confirmed scratches and mark of contacts with a metallic device on the insulation of the valve, scratches on the suction irrigation tube and some broken fragments at the handle. These damages are attributed to use error. However, the investigation confirmed that the fragments found during the investigation and the fragments found during the procedure are not related to each other. It has been excluded the fragments found during the procedure are related to the olympus products involved. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of all involved devices without showing any abnormalities. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a laparoscopic gastrectomy procedure, a black plastic-like foreign body about 1 mm in size was found in the patient¿s abdominal cavity while the organs were being washed with a water supply suction tube. It is suspected that the black material comes from the black handle of the suction/irrigation tube (wa51138a) since it was found to be slightly scraped. However, the fragment was retrieved, and the intended procedure was successfully completed with the same set of equipment and there was no report of an adverse event or patient injury.